Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical evaluation concluded that a knee revision in which the patella was exchanged. Per complaint details, the revision was performed due to due to pain and an unusual feeling. It was communicated via email that the requested x-rays and surgical reports are not available. Therefore, based on the limited information provided, no further assessment can be performed at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated at that time. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode and potential harm was previously identified. Potential probable causes could be but are not limited to traumatic injury, joint tightness, material in use, surface finish selection, patient allergy, and patient reaction. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that, after a tka had been performed, the patient experienced pain. The adverse event was addressed by performing a revision surgery because of the 'feeling' of something unusual that the x-ray image showed. The patella was exchanged during this surgery. The patient outcome is unknown.